Event description:
It was reported to nova biomedical that a consumer's blood glucose meter reading was 26 mg/dl and 203 mg/dl within a ten minute period. No decision to treat was made on the alleged faulty meter. The difference in the readings was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. If any significant findings are a result of that investigation, a follow-up report will be filed.